Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had experienced a fall resulting in a femoral fracture after primary surgery- depuy products involved. At this time, the depuy stem and head were replaced with competitor products (biomet). The cup and liner (depuy products) were retained and left in situ. The patient then experienced another fall and either the fracture was still not healed or had occurred again. The surgeon went in and cabled the fracture and exchanged the acetabular liner. No further information available regarding product information as the previous events were performed by another surgeon. Doi: unknown, dor: unknown, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.